Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during a pacemaker system implant, the right ventricular (rv) lead was implanted without issue. The numbers were measured and had normal function. The physician experienced difficulty implanting the right atrial (ra) lead. No sensing or threshold could be obtained and high out of range impedances were present, once the ra lead was placed. When the lead was connected to the pacemaker, noise and the high pacing impedances were still present. A new pacemaker was used and the issue remained. The system was implanted. The following day, there was still noise and no diagnostics on the ra channel. Less than 2 weeks later, the patient presented to the emergency room with a myocardial infarction. It was determined by an electrophysiologist, that the ra and rv leads were implanted into the arterial system of the heart. The ra lead was in the "rca" and the rv lead was in the left ventricle. The physician attempted to put in a balloon pump due to the non-functioning rv chamber. The device system remains implanted and the patient was going to be transferred to another facility. No additional adverse patient effects were reported. No further information is known at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information in mid-(B)(6) 2018 from the patient's spouse that the cause of death was due to the pacemaker. According to the boston scientific's technical service consultant, the device and leads were not explanted post-mortem and will not be available for return.